Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the pump was replaced on (B)(4); it was unknown if the replacement resolved the issue at the time of this report. It was unknown if any troubleshooting was performed related to the possible catheter/fill port leak. The cause of the issue was unknown. It was noted that the healthcare provider uses ultrasound and compounded medication. No patient symptoms were reported.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl (10,000 mcg/ml at 7257 mcg/day) via an implanted pump. The indication for pump use was post laminectomy pain and non-malignant pain. On (B)(6) 2016 it was reported that the physician suspected that the pump may be allowing medication out of the catheter or the fill port during the refill procedure. The physician used ultrasound during refills. The pump was replaced. It was unknown if the issue was resolved. The patient status was reported as "alive - no injury".

Manufacturer narrative:
As received visual inspection found some slight fill septum damage, the fill septum was tested and no leaking was found. During destructive analysis of the pump, corrosion and wear were found, indicative of a stall due to shaft-bearing. Result code and conclusion code no longer apply.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.